Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient had a second prolift implanted on (B)(6) 2009. It was reported that the patient had protruding mesh into vaginal wall, lower abdominal cramp, lower back pain, painful intercourse with spouse, loss of time at work and time enjoying activities with family due to pelvic pain, recurring surgeries. It was reported that patient underwent mesh removal on (B)(6) 2012, (B)(6) 2011, and (B)(6) 2010.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted, concurrently with a excision of exposed mesh. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that patient also underwent excision of vaginal mesh on (B)(6) 2011 at (B)(6). It was reported that the patient also underwent mesh excision with biologic graft on (B)(6) 2012 by dr (B)(6) at (B)(6). No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent gynecological procedures on (B)(6) 2010 and (B)(6) 2009 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries. It was further reported that she has undergone additional surgeries and revisionary procedures, including excision of vaginal mesh with cystogram and mesh on (B)(6) 2010. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that patient experienced pain, extrusion, infection, urinary problems, recurrence, dyspareunia, and vaginal scarring. No additional information was provided.